Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: the initial complaint was reviewed and is confirmed to be a duplicate of (B)(4). All event details will be captured in (B)(4) and this pc will be voided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Internal recall number is 3008812560-03/05/2018-001-c. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It is unknown when device broke. Lot number is unknown. Device is an instrument and is not implanted/explanted. Reporter email address is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision shoulder arthroplasty on an unknown date, the stem extractor broke. The surgeon was using the slap hammer attachment trying to remove an epoca stem. After multiple strikes the screw broke. There was a surgical delay of approximately sixty minutes. The procedure was not completed successfully. Patient outcome is unknown. Concomitant devices: humeral stem (part: unknown, lot: unknown, quantity: 1), slap hammer attachment (part: unknown, lot: unknown, part: 1). This report is for a stem extractor for guide bar. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date device returned to manufacturer reported inadvertently in initial medwatch. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.